Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve, flat creases. A leak test was performed and were found delamination of valve and one opening. A microscopic analysis identified: a curved striated opening on radius side assessed as surgical damage and total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage, and delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Health professional additionally reported a capsular contracture, baker grade I.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.